Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm intermittently occurred. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A correction bolus was delivered to address bg. Reportedly, customer reverted to manual injections for insulin therapy.